Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and three leads were returned from a facility were funeral service and cremation preparation are completed. Information identified in the manufacture's data base indicated the patient died approximately three months post the implant of the crt-d system. Cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted that the outer insulation had cosmetic depression. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted that the outer insulation had cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.